Event description:
Patient was implanted with a va-lcp olecranon plate, two 3.5mm screws and six 2.7mm screws on an unknown date. Patient was returned to the or on (B)(6) 2013 for removal of hardware due to pieces of bone and screws backing out of the locking plate. No information was provided on the revision procedure. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis report is for unknown 2.7mm screws, quantity of 6. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.